Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture medical device removal. Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Post market surveillance is per (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿primary total hip arthroplasty: a comparison of the lateral hardinge approach to an anterior mini-invasive approach¿ by nathan wayne, et al, published by orthopaedic reviews (2009), vol. 1, no. E27, pp. 79-84, was reviewed. The purpose of this article is to compare the outcomes of various surgical approaches used during tha surgery. The authors used competitor and depuy tha devises. Implanted depuy products: pinnacle cup, polyethylene liner, cocr 28-mm femoral head, and corail stem. The authors did not combine depuy components with competitor products. Results: the authors do not identify adverse events or patient harms with specific manufacturers. 4 superficial wound infections treated with antibiotics. 3 deep infections treated with revision surgery. 6 cases of nerve injury to the lateral cutaneous nerve- treatment and outcome was unspecified. 3 dislocations- 1 treated with closed reduction and 2 treated with head and liner exchanges. 4 stem loosening treated with revision. 10 intraoperative femur fractures treated with cerclage or weight bearing restrictions. 4 intraoperative acetabular fractures treated with cerclage or weight bearing restrictions. 2 cases of acetabular loosening treated with cup revision. 1 mispositioned stem- treatment unspecified. 4 major non-surgical complications: 1 intestinal perforation, 1 hypertensive crisis, and 2 cases or urosepsis. The authors do not attribute these complications to the surgical procedure or implanted devices. Therefore, these events are not reportable in this complaint. Captured in this complaint: pinnacle cup: implant loosening. Polyethylene liner: implant dislocation. Cocr femoral head: implant dislocation. Corail stem: implant loosening. Patient harms: infection, joint dislocation, nerve injury, inadequate osseointegration, fracture.